Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient's mother reported that the patient experienced a low event for which the patient was hospitalized. Patient's mother stated that she gave patient too much insulin. She realized it immediately and gave patient food to correct it. The continuous glucose monitor (cgm) blood glucose (bg) value was 2.7 mmol/l with arrow pointing down at this point. Patient's mother fell asleep and was not alerted on her follower application. Patient's bg value was at 1.5 mmol/l. Patient's mother treated patient with glucagon and called paramedics. The paramedics transported the patient to the hospital. By the time they arrived at hospital, patient's bg was 11 mmol/l. Patient waited in emergency to be been seen by a doctor for 2.5 hours. Patient' bg started to drop. Patient and patient's mom left hospital and treated patient herself to stop the bg from dropping again. Patient's bg was stabilized. Patient's mother alleges that the follower application did not alert her to the low. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.